Event description:
Date of event is unknown. Customer reported overinfusion of heparin in ICU. Nurse hung 25,000u heparin/250 ml as primary infusion at about 5 am to run at 5 ml/hr. At 6:40 am she checked and found the bag half empty. No patient harm reported but ptt after event was greater than 230, baseline level not known. Through request, no additional information was available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Lvp and pcu logs received by the manufacturer. A follow up report will be filed with any relevant information.